Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cryolathing procedure, on the first firing, the staple would not close the left atrial appendage of the heart and patient has a lot of blood loss due to the product problem. Another reload was used to resolve the issue. Surgical time was extended more than 30 minutes. This caused an extension of patient hospital stay in intensive care unit. The patient is not awake after the surgery, the doctor needs to evaluate the neurological damage because he had a lot of blood lost. Patient is currently in intensive care unit.